Manufacturer narrative:
Evaluation summary: results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. No further information is expected. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, a crack on the lens was noticed. The patient returned approximately two weeks later to have the lens exchanged. No further information is expected.